Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and two shocks for supraventricular tachycardia. Therapy was not exhausted. The patient was hospitalized and discharged the next day, also de device was reprogrammed. At this time device remains in service. No additional adverse patient effects were reported.